Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported, the patient had stryker knee replacement (B)(6) 2012 and has been having difficulty the last 2 months and would like to speak to someone at stryker."